Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's son reported the patient's scs system is unable to be turned on. Follow up information identified a sjm representative confirmed the ipg is unable to communicate with the external devices. In addition, the patient states she has neglected to recharge her ipg for several months. The patient underwent surgical intervention remove and replace her ipg which resolved the issue.